Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
A servo-I ventilator was reported with intermittent failures during pre-use check (puc); it failed the internal leakage test and pressure transducer test. Our field service engineer investigated the reported machine on site. The expiratory channel printed circuit board (pcb) and both pressure sensor pcbs were replaced to resolve the issue and sent back for investigation. The provided logs confirm the reported issue. During our investigation, no abnormalities were found during the pre-use check or during 24 hours of ventilation. The device passed another puc after ventilation. The reported issue could not be reproduced. Therefore, no root cause can be established. The expiratory channel pcb main functions are expiratory flow measurement, it holds the electronic connections to and from the expiratory cassette. It controls the expiratory valve as well as the safety valve with input from other subsystems. In addition, it holds the electrical connectors for the expiratory and inspiratory pressure transducer pcbs. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check.

Event description:
It was reported that the ventilator failed multiple tests during pre-use check that included the pressure transducer and internal leakage tests among others. There was no patient involvement. Manufacturer's ref. #: (B)(4).